Event description:
The reporter indicated the pt had a high lead impedance on a system diagnostics test, indicating a possible lead malfunction. A revision surgery was performed and the pt's generator was replaced. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.